Event description:
Per the audiologist, the pt elected to have the device explanted in 2008 due to "soft tissue breakdown". No reimplantation plans were reported as of the date of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.